Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that insulin was not flowing through the tubing during the fill tubing process. Customer noticed the luer lock was not correctly fastened to the tubing. The customer reattached luer lock correctly and was abel to successfully resume the fill tubing process. There was no reported impact to customers' blood glucose level.